Event description:
It was reported that during the pt's replacement procedure, the new ipg showed invalid impedances. Another ipg was used to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.